Event description:
It was reported that a patient presented in clinic for a right ventricular (rv) lead extraction procedure. Prior examination of the rv lead revealed high pacing impedance and high capture thresholds. The rv lead was explanted and replaced on (B)(6) 2021. After the explant, examination revealed calcification on the lead, which the physician suspected as the cause of the electrical malfunctions. No patient consequences were reported.